Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the disposable components along the fluid pathway associated with the supply change.

Event description:
On 8/9/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 8/9/24. The issue occurred after an attempted supply change on (B)(6) 2024, which was not performed correctly. The user went to the ER on (B)(6) 2024, where they received IV fluids and insulin injections. The user did not experience any immediate health effects. There were no ketones detected. The user's bg levels were high for several hours, peaking at 400 mg/dl. At the time of the call the user had not resumed using the ilet and plans to seek assistance for supply changes before restarting.